Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified te reported issue. It was observed that the analog pcb assembly caused an excessive current that depleted the device's internal hybrid layer capacitor (hlc) batteries and caused the device not to power on. Physio further evaluated the analog pcb assembly and determined that the cause of the reported issue was due to a field effect transistor (fet), designator q8 on the analog pcb assembly, having shorted. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device had the attention and charge-pak icons in the readiness display. During device evaluation, physio-control observed that the device had the attention, charge-pak and service wrench icons in the readiness display. In addition, it was observed that the device could not be powered on. There was no patient use associated with the reported event.